Event description:
During an anterior primary hip replacement, dr. Used the kyocera lateralizing rasp to help gain entry into the femoral canal. He then began broaching and took an x-ray. He noticed the tip of the rasp had broken off inside the patient. He attempted to extract it several times but was unsuccessful. The rasp during an anterior primary hip replacement, dr. Used the kyocera lateralizing rasp to help gain entry into the femoral canal. He then began broaching and took an x-ray. He noticed the tip of the rasp had broken off inside the patient. He attempted to extract it several times but was unsuccessful. The rasp was taken by the surgery center staff to clean and examine further. As taken by the surgery center staff to clean and examine further.